Manufacturer narrative:
(B)(4). An investigation was completed on 02/16/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.13 on a pt presented with chest pain. On (B)(6) 2011: I-stat - result: 0.13, time: 20:26; on (B)(6) 2011: architect - result: <0.02, time: 21:12. Based on the info available at the time, there were no injuries associated with this event.